Event description:
Subject underwent endovascular repair of aaa with the ovation prime abdominal stent graft system on (B)(6) 2013. During cannulation of the contralateral gate of the aortic body graft, the distal end of the ipsilateral iliac limb graft was noted to have been displaced proximally into the aneurysm sac. An 18x45mm extension graft was implanted to bridge the seal of the ipsilateral iliac limb graft after which a type 1a and 1b endoleak was noted. The physician ballooned the proximal seal zone and implanted a palmaz stent to resolve the type 1a endoleak. A 14x12x120mm iliac limb was then implanted to create a seal in the external iliac on the ipsilateral side and resolve the type 1b endoleak. Upon completion, the endoleak persisted, but the type was unk. At approximately 5-6 hours into the case, the physician ended the procedure and decided to re-examine the pt at the 3 month follow up visit.